Manufacturer narrative:
Product analysis # (B)(4): conclusions: the returned controller, during visual inspection shows bent / broken pins on power port 1. Customer complaint was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #: it was reported that the patient was having issues with the controller power ports connection. The controller (B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed bent pins on power port one (1) of the controller. The bent pins did not allow a battery to properly connect to the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that the patient was having issues with the controller power ports connection. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed bent pins on power port one of the controller. The bent pins did not allow a battery to properly connect to the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was at home and was having issues with the controller power ports connection. It was stated that the patient denied excessive force when trying to connect to the controller and that there were no associated controller alarms or pump stops with the event. It was further stated that the controller would be returned to the manufacturer. No further patient complications have been reported as a result of this event.